Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. The procedure was completed successfully using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a surgical procedure at the user facility the device was overheating. The procedure was completed successfully using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The reported overheating of the device was duplicated by a manufacturer repair technician through functional evaluation. Upon disassembly, it was found that the gear head assembly lacked lubrication, which can contribute to the reported event.